Manufacturer narrative:
A ge service rep performed an on site investigation. The failure cold not be duplicated. The boards and the software were re-installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system would intermittently not boot up and lock up. No pt injury was reported.